Event description:
Customer reported an issue with incorrect pump bolus calculation noticed before delivery confirmation. Blood glucose level displayed "high". The customer administered a correction injection via manual delivery and did not require third-party assistance. Clinical technical support assisted the customer in correcting their pump settings by educating them on correction bolus calculations and adjusting incorrect carb ratios. The customer acknowledged understanding of the corrections implemented.